Event description:
During a follow-up in-clinic, episodes of myopotential oversensing were observed on the device. Provocative testing was performed and the noise was reproduced. No intervention has been performed at this time. The patient was stable.